Event description:
Additional information reported the high impedances on the patient¿s implanted extensions were discovered the day after the implant procedure during the initial programming session. It was noted these extensions had normal impedances when tested intra-operatively. It was stated the patient was receiving therapy despite the high impedances. Please see manufacturer reports #6000153-2014-00048 and #3007566237-2014-00662.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a procedure, the extension showed high impedances greater than 10,000 ohms on electrodes 39565-30. The device was not implanted and was replaced. The cause of the product issue was undetermined. It was reported the same issue (high impedances greater than 10,000 ohms on electrodes 39565-30) occurred on another extension, which was not implanted and replaced. It was reported the patient was well (alive-no injury) and therapy was effective. However, impedances with the new extension were tested and all were high. No patient symptoms were associated with the event. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information reported the alleged high impedances occurred during the initial implant of a new system. It was stated that ¿no¿ stimulation was present for the patient when the high impedances were experienced. It was noted the high impedance issue was resolved for the implanted system.

Manufacturer narrative:
Device evaluation: analysis of the extension was conducted by connecting the extension to a known good implantable neurostimulator and lead. It was stated that when impedances were tested in saline with a physician programmer, ¿normal impedances were observed on every electrode pair¿ for the extension. It was reported ¿the extension was functionally okay, but the setscrew was not returned with the extension.¿

Manufacturer narrative:
Product ID: 37081-40, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.